Event description:
It was reported that the right ventricular impedance was high. Clinical history of pleural effusion was also mentioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had increased impedance over time, had high impedance, was oversensing, had noise, had decreased sensing, and had increased thresholds through competitor's device but testing through the analyzer provided consistent measurements that were different. Clinical history of pleural effusion was also mentioned. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that there was blood/body fluid in the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay was melted, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.